Event description:
The customer reported getting an error 00002 when attempting to discharge.

Manufacturer narrative:
The biomed could not duplicate the reported issue. No adverse pt impact was reported. The unit was evaluated at the philips. The symptom could not be duplicated. There was a single error 00002 noted in the system log. The device was returned to the customer after passing all testing. The customer has not called back regarding this issue with this device. We are considering this failure a momentary malfunction, resolved by cycling power as directed by the on-screen instruction. The cause could not be determined as the error could not be duplicated.